Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that fluid was found at the ipg site during surgical replacement of the device. The physician suspected infection as the etiology of the fluid, and cultures were taken from the ipg site. The culture determined that the ipg site was not infected.